Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The balloon rupture could be seen upon inspection. The rupture was 60.6 cm from the tip. Microscopic inspection showed no other damage. Blood was in the balloon. The inner tube under the balloon was wavy which could indicate stretching due to stenosis or tortuous anatomy. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture. Because there was no evidence of any product quality deficiencies, it was considered likely that the wavy inner tube was attributable to procedure issues therefore, the conclusion code "adverse event related to procedure" caused or contributed to the event.

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 120mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, before the balloon was inflated at the nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. The balloon ruptured on the first inflation.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 120mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, before the balloon was inflated at the nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 120mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, before the balloon was inflated at the nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. The balloon ruptured on the first inflation.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.